Event description:
Morbidly obese patient was on the bed in high-fowlers position. When patient suffered a pea arrest, the head of the bed could not be lowered.manufacturer response for totalcare spo2rt 2icu bed, totalcare spo2rt bed (per site reporter).====================== the representative has agreed to come in and evaluate the bed before it is put back into circulation.